Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and the insulin pump received failed battery alarm. The customer¿s blood glucose level at time of incident was 410 mg/dl. The customer¿s other blood glucose levels were 560 mg/dl. The customer was treated with manual insulin injection and bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. The customer reports insulin exited at the quick release. The insulin pump and the reservoir will not be returned for analysis.